Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterolateral approach spine fusion surgery on the lumbar region of her spine from l2-s1 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced lower back pain with radiating pain into her lower extremities. On (B)(6) 2009, a CT scan revealed disc bulging and severe foraminal stenosis at the levels of the surgical site. On (B)(6) 2014, the patient underwent a decompression and foraminotomy revision surgery to alleviate the lumbar radiculopathy and stenosis at the levels of her the surgical site. On (B)(6) 2014, MRI and CT scans demonstrated large osteophytes compressing the thecal sac at the level of the surgical site. The patient continues to experience lower back pain with radiating pain into her lower extremities. The patient is unable to practice and enjoy the activities of daily life she enjoyed pre-operatively.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: 1 . Re -exploration of lumbar laminectomy, right l4-5 and bilateral exposure o ver to left l4-5 with the extension of laminectomy down to l5-s1 through l4-5 up through l3-4 to the l2-3 area with lateral recess decompression, posterior foraminotomies, bilateral, l2 through s1 with microscopic dissection. 2. Segmental pedicle screw fixation, l4, l5, and s1 with depuy expedium pedicle screw fixation system. 3. Open reduction of spinal deformity, which was reduction of grade 1 spondylolisthesis, l4-5, back to normal anatomic alignment, l4-5. 4. Posterolateral fusion, l2-3, extending to l4, l5, and s1 using morcellated autograft, morcellated allograft, bone morphogenic protein augmentation, iliac crest bone marrow aspiration with jamshidi trocar for bone marrow harvesting for grafting, bilateral, l2 through s1. 5. Harvest and transplantation of autologous fat graft for dural fat graft to prevent recurrent dural scar formation. 6. Removal of old pedicle screws and rods, l5-s1 with exploration of old fusion, l5-s1 . For pre-op diagnosis of: 1. Recurrent lumbar radiculopathy and lumbar stenosis with central foraminal stenosis, recurrent, l4 to s1 with stenosis now, l2 to s1. 2 . New onset spondylolisthesis, l4-5 in the patient previous laminectomy, interbody fusion, and pedicle screw fixation for spondylolisthesis, l5-s1. 3. Degenerative disk disease. 4. Degenerative facet disease. And post-op diagnosis of 1. Recurrent lumbar radiculopathy and lumbar stenosis with central foraminal stenosis, recurrent, l4 to s1 with stenosis now, l2 to s1. 2 . New onset spondylolisthesis, l4-5 in the patient previous laminectomy, interbody fusion, and pedicle screw fixation for spondylolisthes is, l5-s1. 3. Degenerative disk disease. 4. Degenerative facet disease. 5. Severe scar tissue formation with arachnoiditis. Per-op notes: the old lumbar incision was outlined and enlarged. Skin was incised with a knife . Subcutaneous tissue was incised. There was dense and severe scar starting immediately. The lateral masses and transverse processes were identified and exposed . An exploration of the fusion showed that l5-s1 seemed to be solid from an interbody standpoint. There was some pseudoarthrosis laterally . There was some fusion around the rods and screws, but it was not maximum. The rods and screws were then removed by unhooking the caps, removing the screws and then finally the rods. The dura was very thick, opaque, and hard. The microscope was brought on the field for illumination and magnification. The rest of the lamina of l5 was removed bilaterally up to the l4-5, first on the right and then on the left. This was extended down over l5-s1 until the scarred area was encountered and scar was removed as possible, but the microscope was zoomed to higher power and the dura was carefully maintained intact. C-arm fluoroscope was brought back into the field. The pedicle screws were placed at s1 with 8 x 35-mm screws. These were the expedium depuy screws. At l5, 7 x 45-mm screws were inserted there, and also at the l4 level, and the old tracts and screws holes were used at l5 and s1, but new ones were inserted using c-arm fluoroscopy at l4. Then, the rods were placed bilaterally. The posterior and lateral elements were exposed and decorticated in routine fashion. This went from l2 to l3 to l4 to l5 to s1. The area was carefully debrided, all soft tissue was removed, decorticated, and then the fusion was done with a combination of morcellated autograft, morcellated allograft, bone morphogenic protein pledgets, and finally the iliac crest bone marrow aspiration was done with the jamshidi trocar to obtain bone marrow elements. These were mixed with construct placed bilaterally, l2 through s1. At that point, some of the patient's subcutaneous fat was harvested as an autologous free fat graft. It was fashioned as a dural fat graft in the epidural space to try to prevent recurrent dural scar formation, which was quite severe and adding considerably to the dissection. The patient tolerated the procedure well and was taken to the recovery room in stable condition. On (B)(6) 2014, patient underwent following procedure: 1. Re-exploration lumbar laminectomy, right l3-4, l4-5, l5-s1 with lateral recess decompression posterior foraminotomies, right l3-4, right l4-5, right l5-s1 with microscopic dissection. 2. Redo posterolateral fusion in situ, l3, l4, l5, s1 using morcellated autograft, morcellated allograft, bone marrow autograft for in situ fusion, l3, l4, l5, s1. 3. Bone marrow aspiration with jamshidi trocar for bone marrow autograft harvesting. 4. Harvesting transplantation with autologous fat graft as dural graft to minimize scarring. For pre-op diagnosis of: 1. Recurrent lumbar radiculopathy, lumbar stenosis with right sided radiculopathy. 2. Recurrent stenosis, l3-4, l4-5, l5-s1. 3. Prior decompressive lumbar laminectomy for spondylolisthesis with pedicle screw fixation, l4, l5, s1. 4. Lumbar degenerative disk disease. 5. Lumbar spondylosis. The patient tolerated the procedure well and was taken to the recovery room in stable condition.